Event description:
Related manufacturer reference number: 2017865-2022-03551. It was reported that a patient presented in-clinic for an unrelated procedure, prior examination of the patient's right ventricular (rv) and right atrial (ra) leads revealed that both leads exhibited over-sensing of noise. Both leads were capped and replaced on (B)(6) 2022. The patient was stable and asymptomatic throughout.

Event description:
New information received notes that the physician alleged lead malfunction as a cause of the reported noise.